Event description:
The medical team had an impella 5.5 support on-going in which there was a purge leak that lead to the pump stop. The 5.5 pump stop occurred on day 6 of support, which is within the indicated use time. The team then replaced the pump and the patient survived and hemodynamic support continued.

Manufacturer narrative:
The medical center has returned the impella 5.5 pump for investigation and analysis. The analysis is on-going at this time. Upon completion, the final report with root cause will be drafted.

Manufacturer narrative:
Since the original report was filed, the investigation into the pump stop has concluded. Product was returned and investigation revealed the pump had stopped due to an ingress of blood into the pump's purge line. The failure mode will be monitored and trended.